Event description:
It was reported that the patient was admitted for a gastrointestinal bleed with anemia without obvious source of bleed, hemoglobin was 4, low flow alarms, and acute kidney injury with creatinine of 14. There was no obvious sources of bleeding, the patient was treated with fluids and was transferred to different site. Once the patient was transfused and given volume, their flows normalized. The patient was found to be bacteremic. The source of bleeding was still not identified and the patient was transfused until stable. The patient was placed on intravenous antibiotics. On (B)(6) 2023 the patient went to operating room to have colon mass and gallbladder removed, and to have ostomy replaced. The patient is still inpatient and will continue to be treated for anemia and bacteremia.

Manufacturer narrative:
4846 - bacteremia. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section e: corrected to hospital patient transferred to h6: 4846 - bacteremia. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists bleeding, renal dysfunction, and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document outlines the recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook is also available. Several sections of this handbook provide care instructions in regards to preventing infection. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.